Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with existing 21mm n on-medtronic (sjm) aortic valve, the valve was deployed and recaptured. During the second deployment attempt, a strange line in the inflow portion of the valve frame was observed. Subsequently, an infold of the valve frame was noted. It was reported that as a result of the recaptures, the valve frame became "deformed". The valve was recaptured into the delivery catheter system and withdrawn from the patient. The valve was replaced. A new valve was implanted successfully. No adverse patient effects were reported.